Event description:
It was reported that the foley catheter fell out, but the patient had no bleeding. In a careful inspection it was found that the balloon of the urinary catheter had been ruptured, and a 2cm crack could be seen. Immediately, a new catheter was used. Initially, the patient was admitted to the hospital due to dizziness for 1 day. Emergency CT scan showed the deep temporal lobe and basal ganglia lacunar lesions. From (B)(6) 2022 to (B)(6) 2022, the patient was admitted to the hospital due to cerebral infarction.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review.

Event description:
It was reported that the foley catheter fell out, but the patient had no bleeding. In a careful inspection it was found that the balloon of the urinary catheter had been ruptured, and a 2cm crack could be seen. Immediately, a new catheter was used. Initially, the patient was admitted to the hospital due to dizziness for 1 day. Emergency CT scan showed the deep temporal lobe and basal ganglia lacunar lesions. From (B)(6) 2022 to (B)(6) 2022, the patient was admitted to the hospital due to cerebral infarction.